Event description:
It was reported that the guidewire broke into two pieces inside the protective hoop. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacture.